Manufacturer narrative:
One cadd® cadd-legacy plus pump was returned for analysis. The customer's reported problem was "error 1260". The device was found to be in fair physical condition having a cracked housing and scratched screen. Evidence of reported problem in event log was not available as investigator was unable to download the log. The device was powered up and alarmed ec1260, which is a corruption of the memory of the circuit board. The circuit board was replaced. What caused the reported problem was the circuit board. Who caused the reported problem is unknown. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.

Event description:
It was reported that a cadd® cadd-legacy® plus pump had error 1260. It is unknown if there was patient involvement.